Event description:
It was reported by incoming inspection of the distributorship that the products were found to have debris in the sterile package. There was no patient involvement. Due diligence is complete. No additional information is available. At product evaluation investigation the foreign material was found to be greater than 0.60 sq. Mm in size the piece is considered nonconforming. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Visual inspection confirmed there was debris inside the sealed package of 1 of the carriers. As the foreign material was found to be greater than 0.60 sq. Mm in size, the piece is considered nonconforming. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing deficiency. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.